Manufacturer narrative:
The 4316 - the green stapler 45 reload has not been returned to intuitive surgical, inc. (Isi) for failure analysis investigations; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the unit is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, during use of the stapler 45 instrument, the green stapler reload fell from the instrument into the patient. The affected reload was retrieved from the patient and there was no harm to the patient. However, it is unknown what caused the reload to fall off into the patient.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, during use of a stapler 45 instrument, a stapler 45 reload fell inside the patient. The reload was retrieved without patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with isi clinical sales representative (csr) and obtained the following additional information: the csr was not present during the procedure. The csr indicated that the reported issue occurred during use of the stapler 45 instrument with a green stapler reload installed. The surgeon was able to achieve a full clamp, fire, and unclamp. However, after unclamping from the patient's tissue, the installed reload fell inside the patient. The reload was retrieved laparoscopically through an assistant port.